Event description:
The complainant alleged that during incoming inspection of the product, the device's display reading did not correspond to the pacer output selector's setting. The complainant indicated that there was no pt involvement in the reported malfunction.